Event description:
It was reported that customer experienced high blood glucose due to interruption of insulin delivery when pump entered storage mode after normal battery depletion. Customer¿s blood glucose was described as "high", with exact value unknown. Customer gave correction injection using multiple daily injections, did not report needing help from anyone else, and contacted technical support for help recovering data and resuming pump use. Technical support determined that pump function was normal and that issue resulted from user not keeping pump charged, provided education about effects of pump shutdown and need to restart sessions, and customer planned to complete loading with new supplies, resume insulin delivery, and manage corrections independently, with no further assistance required.